Event description:
On (B)(6) 2011, a visi-pro device was placed in the right common iliac to treat stenosis. At the end of the procedure, it was thought to be successful. About a year later, on (B)(6) 2012, subject was brought back in to treat the left iliac. During the index procedure, but prior to enrollment into the clinical study (B)(6), a dissection was noted in the right iliac that was probably caused by the visi-pro stent placed about a year ago. The physician then treated this dissection with two stents, and then further dilated with balloons; ending with very good results. No injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).